Manufacturer narrative:
Per additional information received this device is no longer reportable.

Event description:
Additional information received indicates that the ipg was electively replaced.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2023-01466, related manufacturer reference number: 1627487-2023-01742. It was reported that the patient experienced loss of therapy due to high impedance on the lead. As such, surgical intervention took place wherein the lead was explanted and replaced with a new lead addressing the issue. The ipg was also explanted and replaced for an unknown reason. Reportedly, therapy was restored post op.